Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery alarm on the power module was confirmed. The power module, serial (B)(6) was evaluated by the european distribution center (edc). When the test battery was fully charged, the red battery alarm activated. The main printed circuit board assembly (pcba) and streamline battery cable were replaced and the issue resolved. A full functional checkout was performed, and the unit passed all tests. The unit was returned to the rental pool and is ready for use. Further analysis of the main pcba and streamline battery cable revealed no physical anomalies. The main pcba was connected to a test unit and functioned as intended. After the streamline battery cable was connected to a test unit, it caused a red battery alarm. The positive wire in the battery clip had high resistance when flexed resulting in fluctuating output voltage. The root cause for the reported event was due to wire fatigue in the streamline battery cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Once every three years the power module internal battery will be replaced with a new internal battery. Heartmate 3 instructions for use section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine testing of the power module an alarm with yellow wrench indicators and red battery began to light. New batteries were inserted but the alarm could not be resolved. The power module was removed from service.